Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. While mapping with the carto 3 system, the mapping screen was intermittently freezing and populating errors of 401 and 258. After rebooting the patient interface unit (piu), the issues persisted. The procedure was continued. There was no patient consequence. The returned device was visually inspected upon receipt and the clear sensor sleeve (pebax) had a cut open allowing reddish brown material inside the area. A scanning electron microscope (sem) testing was performed over the damaged area of the catheter and it was found that the pebax deformation found was not fatigue related and there was no evidence of degradation. An internal corrective action has been opened to further investigate this issue. The pebax section is 100% inspected on all catheters before leaving the facility. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. An internal corrective action has been opened to investigate the pebax issues on smart touch.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. While mapping with the carto 3 system, the mapping screen was intermittently freezing and populating errors of 401 and 258. After rebooting the patient interface unit (piu), the issues persisted. The procedure was continued. There was no patient consequence. Upon visual inspection of the returned complaint catheter on august 29, 2014, the bwi failure analysis lab noted that the clear sensor sleeve was cut with reddish brown material inside the area. The event was originally considered not reportable. However, the returned catheter condition noted on august 29, 2014 has been assessed as reportable. The awareness date was updated for this record from august 8, 2014 to august 29, 2014 as when the issue was found from the bwi failure analysis lab.